Manufacturer narrative:
Phone number (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the self test failed due to a malfunction of the paddles. The third party repaired the device as it was out of warranty and no repair service was performed by philips. The device remains at the customer site and no further evaluation is warranted at this time.